Manufacturer narrative:
The mfg site's eval found zero nonconformances concerning the raw materials and there have been no other related incidents reported in the past 2 years for the j&j instant cold packs. Medical safety eval was performed on the complaint. Conclusion: burning of the skin caused by prolonged contact with the skin is not unexpected. The caution statement, while it does not express the potential result of the exposure, clearly defines an action to be taken if the pack breaks and fluid contacts the skin. A review of the data associated with this complaint category indicates that there are no significant trends involving this product. Complaint volumes are low for this product. Trends will continue to be monitored.

Event description:
Consumer applied product to left shin, and the product ruptured after securing it with an ace bandage to keep it on the leg. It caused 2nd degree chemical burns on the leg where product was applied. Consumer was treated at the college infirmary and was given silver sulfadiazine. Symptoms persisted.